Manufacturer narrative:
Upon investigation, the returned device showed a bond failure on the push bushing to nylon shaft. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted an arteriotomy closure in the common femoral artery after an interventional procedure. The vessel locator button was pressed and stayed down. When the physician pulled back on the device to place the vessel locator wings against the vessel, the device came out. Hemostasis was achieved using manual compression. There was no pt injury reported.